Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in his sleep, and the cause of death was unknown. The customer's sister stated that no autopsy would be done. She reported that he was wearing the insulin pump at the time of death, although the blood glucose reading was unknown. The police had possession of the glucose meter and the funeral home had the insulin pump. A request was made to have the device returned for analysis. The caller was unsure of whether she would be able to return the insulin pump. Nothing further reported.